Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not available. One provided image demonstrates the placed stent inside the vessel with stent twisting in the mid section of the stent. Based on the root cause analysis performed, twisting of this kind of stent is caused by interactions of various use related and anatomical factors with the given stent design. Due to the helical structure the stent has an inherent tendency to rotate upon deployment of the delivery system. The failure mode may occur when this rotational movement is constricted during stent deployment or when rotational forces are applied externally on the stent. In this case calcification was not present, a balloon pre dilation was performed, and the stent could be placed without difficulty. Size of introducer and guidewire were not known. The investigation is confirmed for the reported issue. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' In regards to pta the instructions for use state: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended as necessary.' The instructions for use further state: 'confirm that the introducer sheath is secure and will not move (¿) gently hold the stability sheath at or proximal to the orange marking and maintain it straight and under tension throughout the procedure. Initiate stent deployment by pushing the micro-trigger. Continue pushing the trigger until the distal end of the stent obtains complete wall apposition.' In regards to accessories the instructions for use state: 'always use an introducer sheath for the implant procedure to protect the vasculature and the puncture site. 6 fr (2 mm) or larger introducer sheath should be used.', and 'during stent deployment, use the 0.035" guidewire recommended) for more support depending on vascular anatomy and / or lesion morphology.' H10: d4(expiry date: 10/2021), g3 h11: b3, h6(method, result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eleven days after a stent placement procedure for a diffuse lesion in the left superficial femoral artery with ipsilateral approach, the stent was allegedly twisted. It was further reported that the stent lumen was narrowed and blood flow was slowing down. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records could will be performed. The device has not been returned to the manufacturer for evaluation, however, a photo and video are provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2021). The catalog number has not been cleared in the u.s., but is similar to the lifestent solo vascular stent system that are cleared in the u.s.. Device not returned.

Event description:
It was reported that post stent placement procedure through left superficial femoral artery using an ipsilateral approach, the stent was allegedly twisted. It was further reported that seeing the stent lumen is narrowed, and blood flow seems to be slowing down. There was no reported patient injury.